Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting interrogation difficulties as it just kept loading. The patient was in the emergency room (ER) with lightheadedness. The s-ICD system remains in service. No adverse patient effects were reported.